Event description:
Complainant alleged that during a routine preventative maintenance check, the device intermittently would not go into pace mode. The complainant indicated that there was no patient involvement in the reported failure